Event description:
Country of complaint: (B)(6). According to the attending physician report, the pt underwent replacement of the acetabular insert tiles and ceramic femoral head on (B)(6) 2014; the replacement in the right hip was a polyethylene and ceramic head. Pt was progressing well for nearly 2 months, when she began to complain of "click" and "noise" in the operated hip. During clinical and radiological evaluation, it was identified that there was an apparent erosion of the polyethylene insert in the vertical acetabular component. Currently the pt presents with weight unchanged and clock frame on right hip, revision of artoplasia with replacement of metallic acetabular component, the liner and femoral head completed.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going.

Manufacturer narrative:
Visual inspection of all components was completed. On the polished surface of the ball head an area of extensive abrasion was noted. The occurrence of this abrasion is a consequence of intensive contact with the metal shell. The insert shows wear marks, especially at the rim. The load was centered in the area close to the rim which is normally free of intensive load. The condition in which the insert was most likely positioned inside the acetabular cup can be seen. The device quality and manufacturing history records have been reviewed for all provided lot numbers and the device history records were found to be according to specification valid at the time of production. Based on the information available as well as the results of the investigation, the root cause can not be attributed to a material or manufacturing deficiency. There are no other complaint reports for items within the batch. It is assumed that the insert tilted inside the acetabular cup because of luxation. A possible reason for luxation could be the steep angle of the implanted acetabular cup, which was recognized in the provided post operative x-ray. The heavy war is most probably due to a very intensive loading situation on the rim of the insert. Failure mode was recently added to the risk analysis; which was not previously considered. No additional actions are required at this time.